Event description:
A malfunction alarm was reported during pumping. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer opted to use multiple daily injections as a backup therapy. The customer was instructed to put the faulty pump into storage mode and return it using a prepaid label within 10 days.